Event description:
It was reported that flow diverter implantation procedure was planned for wide neck, large saccular aneurysm in the straight portion of internal carotid artery ophthalmic with mild tortuosity. After access through the right femoral artery, the physician ascended the access sheath, followed by the distal access catheter, then microcatheter with compactible guidewire, removed the 0.14 guidewire, and then measurements were taken. From the diameters of the artery, the flow diverter was chosen, the flow diverter was advanced following the markings until the medical cerebral artery, then positioned in the desired location to begin the release. The stent started to be released, about 20% of the distal part, the doctor repeated the series to see the position, it was observed that it had lost position, the same was to try to reposition the stent, cover it, that is, return the stent into the microcatheter, but at that moment the doctor could not, he reported feeling a great resistance in this maneuver. He tried several times and was no longer able to recap the flow diverter as it was stuck in the microcatheter which was located between the ophthalmic and the clinoid segment, and it was not possible to reposition the flow diverter to the desired position anymore, the doctor took the entire system out of the patient, and on the bench, it was possible to see the flow diver was stuck in the microcatheter, and after repeating the release technique on the bench several times it was released. Physician placed a new microcatheter system to embolize the aneurysm with intracranial stent and micro coils.

Manufacturer narrative:
The device is not available to the manufacturer.

Manufacturer narrative:
Due to the automated mes system there are controls in the manufacturing process to ensure the product met specifications upon release. Visual/microscopic inspection: the stent was returned together with the microcatheter. The microcatheter was found to be intact. The sdw (stent delivery wire) was found to be kinked/bent. The returned stent was found to be deployed. The stent was deployed by the physician on the table after the procedure. The stent was found to be deformed. Functional inspection: unexpected movement of device transfer functional test ¿not applicable. Flow diverter stent difficult/unable to re-capture into microcatheter ¿ unable to perform the test as the returned stent was found to be deployed. Device difficulty engaging target vessel functional test ¿ not applicable. Stent difficult/unable to advance or pullback through catheter functional test - unable to perform the test as the returned stent was found to be deployed. The reported event is covered in the device directions for use (dfu). As well, the risk of the reported event is documented in the risk documentation and there are current controls to mitigate the risk of the as reported event. The reported complaint was confirmed based on analysis. The device failed to meet specification when received for complaint investigation based on the analyzed anomaly noted to the device. Additional information provided by the customer indicated that the device was confirmed to be in good condition during preparation/prior to use on the patient and was prepared as per the dfu, continuous flush was set up and maintained throughout the clinical procedure, the patient's anatomy was mildly tortuous. The stent started to be released, about 20% of the distal part, the doctor repeated the series to see the position, it was observed that it had lost position, the same was to try to reposition the stent, cover it, return the stent into the microcatheter, but at that moment the doctor could not, he reported feeling a great resistance in this maneuver. He tried several times and was no longer able to recap the stent. The physician removed the entire flow diverter system and placed a new microcatheter system to embolize the aneurysm with intracranial stent and micro coils. In the case of this complaint, it is probable that anatomical or procedural factors contributed to the reported/analyzed issues. An assignable cause of procedural factors will be assigned to this complaint since the issues are associated with a product that meets stryker design and manufacturing specifications and was used in accordance with the dfu but due to procedural and/or anatomical factors during use, the product performance was limited.

Event description:
It was reported that flow diverter implantation procedure was planned for wide neck, large saccular aneurysm in the straight portion of internal carotid artery ophthalmic with mild tortuosity. After access through the right femoral artery, the physician ascended the access sheath, followed by the distal access catheter, then microcatheter with compactible guidewire, removed the 0.14 guidewire, and then measurements were taken. From the diameters of the artery, the flow diverter was chosen, the flow diverter was advanced following the markings until the medical cerebral artery, then positioned in the desired location to begin the release. The stent started to be released, about 20% of the distal part, the doctor repeated the series to see the position, it was observed that it had lost position, the same was to try to reposition the stent, cover it, that is, return the stent into the microcatheter, but at that moment the doctor could not, he reported feeling a great resistance in this maneuver. He tried several times and was no longer able to recap the flow diverter as it was stuck in the microcatheter which was located between the ophthalmic and the clinoid segment, and it was not possible to reposition the flow diverter to the desired position anymore, the doctor took the entire system out of the patient, and on the bench, it was possible to see the flow diver was stuck in the microcatheter, and after repeating the release technique on the bench several times it was released. Physician placed a new microcatheter system to embolize the aneurysm with intracranial stent and micro coils. Additional information received on 5-april-2022 indicated that during procedure the physician was unable to recapture the subject flow diverter stent into the microcatheter and after removal of subject device, physician modified the original plane of surgery and decided to performed endovascular coiling. No clinical consequences were reported to the patient due to this event.

Manufacturer narrative:
B1 adverse event/product problem: updated. B2 outcomes attributed to ae: updated. B5 executive summary: updated. H1 type of reportable event: updated. F10 / h6 health effect - impact code: updated.

Event description:
It was reported that flow diverter implantation procedure was planned for wide neck, large saccular aneurysm in the straight portion of internal carotid artery ophthalmic with mild tortuosity. After access through the right femoral artery, the physician ascended the access sheath, followed by the distal access catheter, then microcatheter with compactible guidewire, removed the 0.14 guidewire, and then measurements were taken. From the diameters of the artery, the flow diverter was chosen, the flow diverter was advanced following the markings until the medical cerebral artery, then positioned in the desired location to begin the release. The stent started to be released, about 20% of the distal part, the doctor repeated the series to see the position, it was observed that it had lost position, the same was to try to reposition the stent, cover it, that is, return the stent into the microcatheter, but at that moment the doctor could not, he reported feeling a great resistance in this maneuver. He tried several times and was no longer able to recap the flow diverter as it was stuck in the microcatheter which was located between the ophthalmic and the clinoid segment, and it was not possible to reposition the flow diverter to the desired position anymore, the doctor took the entire system out of the patient, and on the bench, it was possible to see the flow diver was stuck in the microcatheter, and after repeating the release technique on the bench several times it was released. Physician placed a new microcatheter system to embolize the aneurysm with intracranial stent and micro coils. Additional information received on (B)(6) 2022 indicated that during procedure the physician was unable to recapture the subject flow diverter stent into the microcatheter and after removal of subject device, physician modified the original plane of surgery and decided to performed endovascular coiling. No clinical consequences were reported to the patient due to this event.